Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. X-ray examination found inner coil fracture at the distal region of the lead. The lead was bent in this location. Scanning electron microscope analysis confirmed that all eight filars of the inner coil were fractured. The cause of the reported event was isolated to the fracture of the inner coil.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.